Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. We did receive two (2) screws for investigation. One (1) of the two (2) screws was found broken. The broken part is missing. Both screws have heavy damages at the screw recess. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We suppose that a excessive force application and an unintended mechanical overload situation during use could have lead to the breakage and the damages. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during an open reposition and osteosynthesis with screw-plate osteosynthesis for the dislocated multi-fragment right metacarpal bone-v-neck fracture, the head of the variable angle (va) locking screw was deformed and the head of the cortex screw was sheared off. When screwing into the bone, the screw head of the variable angle (va) locking screw is twisted and the screw head of the cortex screw is broken off. The surgeon was asking to investigate the whole construct including the screwdriver. There was a surgical delay of fifteen (15) minutes. There were no parts that remained in patient´s body. There were no adverse consequences to the patient reported. Other implants/instruments were used to complete the procedure. This report is for two (2) locking screws. This is report 5 of 5 for (B)(4).